Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via sems that an abs-10061t arthrex angel prp kit had a prp issue. Air was getting into the system where tubing meets the pump assembly, blood in machine contaminated and discarded kit. This was discovered during use with no impact to the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via sems that an abs-10061t arthrex angel prp kit had a prp issue. Air was getting into the system where tubing meets the pump assembly, blood in machine contaminated and discarded kit. This was discovered during use with no impact to the patient.